Event description:
The hospital reported during an endoscopic vein harvesting procedure, the lens on the bom 7mm extended length endoscope was scratched. The same device was used to complete the procedure. The hosp did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to use, a technical evaluation cannot be performed. Per our sops, all events are tracked and trended to determine whether or not any trends develop. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).